Event description:
The event is reported as: stapler jammed during use. No injuries reported.

Manufacturer narrative:
Evaluation: method: other- DHR review performed. Sample returned to manufacturer, but investigation was not complete at time of this report. Results: other -DHR review showed no issues with this lot #. Conclusion: other - (B)(4) was issued that addresses the issue of staples jamming.